Event description:
Additional information indicated that the implantable neurostimulator (ins) had been explanted and replaced. Lead revision was performed due to high out of range impedances and no stimulation. Battery replacement was done "because the ins was twenty months old." Normal battery depletion was noted. There was no patient injury and the patient recovered without sequela.

Event description:
It was reported that the patient was not receiving any stimulation from their implantable neurostimulator (ins) at the highest rate of 10.5 volts and had an error code of 527 (tried to decrease program rate higher than allowed) appear on their patient programmer. It was noted that the patient had not used the stimulation therapy for "many months". Interrogation of the ins showed impedance measurements of >10,000 ohms on both leads with corresponding values of >20,000 <(>&<)> >40,000 ohms on all electrodes when the test was run at higher amplitudes. The patient no history of falls or trauma associated with this event. The patient had very "scant" rib and abdominal stimulation when using electrodes #0, 1, and 3 at very high amplitude levels but did not set therapeutic stimulation to the targeted area of the foot area. The patient was to follow up with their physician for the event. Additional information was requested but was not available at the time of this report.

Event description:
Additional information received reported that the cause of the event was unknown and there were abnormally high impedances (>40,000 ohms). It was stated that x-rays were taken on (B)(6) 2012 of the thoracic spine and lumbar spine, but there were no results yet. It was noted that the patient did not have stimulation in the left foot and there will be a revision 'in the future.' There was no hospitalization and no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
Final device analysis of the neurostimulator revealed the following: there were no anomalies found.